Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 508 mg/dl. The customer had symptoms such as feeling tired and thirsty. Customer treated with insulin pump. Customer's blood glucose value was 236 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. There were air bubbles along the infusion set tubing. No possible leaks was noted. There were no site or insulin issues. The device settings were correct. Customer also reported a low blood glucose of 70 mg/dl. Customer also mentioned a stuck button and sensor issues and troubleshooting was performed and completed. Insulin pump is being replaced and is expected to return for analysis.